Event description:
Patient's 5 fr ng (size 5 french nasogastric) tube port broke off from the tube without any precipitating or contributing factors in the middle of a gavage feed. This seems to be a continuing problem with this product for the neonatal unit. Per the nurse, when putting syringes or even the pump itself in, the tube is sliding out of the purple end (plastic parts). 35 week preterm infant with feeding difficulty.